Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia with blood glucose of 25 mmol/l. Customer stated two infusion sets and reservoir gave insulin flow blocked. Customer reported insulin exits the tubing. Customer reported insulin pump alarmed during fill tubing. The device will not be returned for analysis.